Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) migrated which caused the right ventricular (rv) lead to dislodged and pulled back into the atrium. The lead was explanted and replaced. The ipg remains in use. No patient complications have been reported as a result of this event.